Manufacturer narrative:
D9: date returned to mfg on 5/17/2024. Received one used d1000 tego connector for inspection. No defects or anomalies noted. The tego was found to be partially occluded when activated by a male luer. The reported complaint can be confirmed. The probable cause is errant silicone adhesive applied during manual assembly in manufacturing.

Manufacturer narrative:
The device is available for evaluation- it has not been received. Additional contact: (B)(6).

Event description:
The event involved a tego® connector where the customer reported that the tego attached to a hemodialysis cvc line failed. They were unable to aspirate or withdraw. When it was changed, the tego flushed and withdrew easily. There was no unexpected or prolonged care. There was patient involvement and no patient harm.